Event description:
It was reported that, during the implant testing, the device could not convert the induced arrhythmia. The system was unable to convert the first try with a 65j initial shock, so an external shock was given. For the second attempt, the ventricular fibrillation was small and there was some undersensing. The doctor thought the system had aborted the shock, so an external shock was given just before the implanted system gave one. The sensing vector was set to the primary vector. The x-rays were reviewed. The doctor elected to reposition the pulse generator. The defibrillation testing was done the next day and was successful. The system remains implanted. There were no additional adverse patient effects.